Event description:
It was reported that a post follow-up with the pt revealed infection with dehisence. The physician cut the suture with medicated ointment. The device remained in the pt. The pt's condition was reported as "fine".